Event description:
The customer reported that a cartridge used to administer insulin was leaking, an issue observed twice on the same day. The reported blood glucose level ranged from 54 to 500 mg/dl, which encompasses the normal range of blood glucose values, indicating no adverse impact specifically reported. The customer successfully loaded a new cartridge, and tandem technical support arranged for a replacement cartridge to be sent as a goodwill order.